Manufacturer narrative:
Additional information was received that the physician's office had no record of the patient being explanted. It was discovered that the patient recently passed away. The patient's death was not related to the stimulator.

Event description:
A report was received that the patient was experiencing shocking sensation causing discomfort and that the patient was having pain at the ipg site. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model #: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm model #: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm) the explanted devices will not be returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing shocking sensation causing discomfort and that the patient was having pain at the ipg site. The patient will undergo an explant procedure. No device malfunction was suspected.